Manufacturer narrative:
Bolt and nut in base frame.

Event description:
It was reported by service report that the base tube detached from the caster. No patient involvement or adverse consequences are reported.